Event description:
Caller reported experiencing a cartridge alarm 20 with their insulin pump, which caused their blood glucose level to display as "high." There was no adverse impact to the customer's blood glucose level. To address the issue, the customer administered a corrective bolus using the pump and received guidance from customer technical support (cts). The pump, which was under warranty, was replaced by cts and the caller was instructed on returning the faulty pump. The caller was also advised on setting up the replacement pump and acknowledged the instructions for connecting their continuous glucose monitor (cgm) and avoiding charges by returning the problematic pump promptly.